Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was not working. Customer was assisted with high pressure test. Customer current blood glucose value is 300 mg/dl and they experienced difficulty in breathing. Customer reported that bolus history displays all bolus entries based on their recollection. Customer stated that they were in auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported under delivery and the insulin pump was not worn during a medical procedure and test was not done during or near a magnetic resonance imaging and insulin pump was not exposed to a strong magnet. Customer stated that insulin pump was failed in displacement test. Customer wished to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer was not using auto correction feature. Customer received high sensor glucose alert and auto mode max delivery alerts. Customer stated that insulin pump was working as normal and had issue with the serter and infusion set. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.